Event description:
The initial reporter stated they received discrepant results for nine patient samples tested with the na electrode on a cobas 6000 c501 module. Questionable high results were not reported outside of the laboratory. The samples were repeated due to the initial values being unbelievable and not fitting with the preliminary findings of the patients. The first sample initially resulted in a na value of 262 mmol/l and it repeated with values of 201 mmol/l and 140 mmol/l. The second sample initially resulted in a na value of 300 mmol/l and it repeated with a value of 140 mmol/l. The third sample initially resulted in a na value of 1185 mmol/l and it repeated as 139 mmol/l. The fourth sample initially resulted in a na value of 262 mmol/l and it repeated with values of 201 mmol/l and 140 mmol/l. The fifth sample initially resulted in a na value of 360 mmol/l and it repeated as 140 mmol/l. The sixth sample initially resulted in a na value of 200 mmol/l and it repeated as 194 mmol/l. The seventh sample initially resulted in a na value of 284 mmol/l and it repeated as 134 mmol/l. The eighth sample initially resulted in a na value of 251 mmol/l and it repeated with values of 201 mmol/l and 136 mmol/l. The ninth sample initially resulted in a na value of 149 mmol/l and it repeated as 139 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer found a defective rinse tube which caused detergent to be dropped back into cuvettes. After exchange of the rinse tube, the system works as designed. The investigation determined the service actions resolved the issue.